Event description:
It was reported to vyaire medical that the unit is not showing anything on the screen on startup. Unit was cross checked with another ui assy but problem was not resolved. Unit was also cross checked with another main electronics and confirmed that unit works ok with other main electronics. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. H4: device manufacture date is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Additional information received indicates that the customer was able to provide a video recording of the issue.

Manufacturer narrative:
H3: finding/root cause: the customer's reported issue was able to be confirmed through the bellavista logfile analysis tool v2.8.4. It is determined that the mainboard epc has failed. Investigation will be continued under a CAPA.